Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for an unspecified reason, while using the pump for insulin therapy. No further information was provided. Multiple follow up attempts were made, in an attempt to obtain additional details. However, the customer did not respond. Report is being filed conservatively as a blood glucose event, as the reason for the hospitalization was not provided.